Event description:
Consumer reports needle breakoff. He removed the needle himself; did not experience any bleeding or bruising, however, later reported that his doctor gave him a tetanus shot as a precaution.

Manufacturer narrative:
Product has not been returned by the consumer. Batch history review conducted by manufacturing on the identified lot (6032955) yielded no anomalies which would have contributed to the breakoff or pullout. In previous complaints of this nature, examination of the returned product revealed that the cause of the break was ductile fracture, which occurs as a result of bending and restraightening of the needle. Complaint history check run on this lot yielded 2 other complaints - unrelated to this event. Cannot confirm as mfg defect. No further action is required, will continue to monitor.